Manufacturer narrative:
Device manufacture date: additional information. Manufacturer's investigator conclusion: the reported event of the mpu alarming and not lighting up was not confirmed. The mpu) was returned to for analysis to the service depot. The returned mpu was evaluated and tested under work order # (B)(4). The service depot was unable to confirm or duplicate the reported event of the alarm and no lights on the mpu. The unit was run for several days with a pump on a mock loop and no alarms or lights were observed. Cosmetic damage was observed on the patient cable and was replaced with a new one. The mpu batteries were replaced with 3 new aa batteries. A full functional checkout was performed, and the unit passed all tests. The mpu patient cable was forwarded to ppe for analysis. Kinks were observed along the patient cable. The patient cable was connected to a test mpu, test system controller, and a mock loop and functioned as intended. The cable was stripped to the wires where kinks were observed. Cuts to the insulation on the red (echo) and green (15 vcc return) wires were observed, exposing the inner conductor. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient's spouse paged on-call coordinator, reporting that patient was hooked up to mobile power unit and received loud alarm. The spouse immediately switched patient to battery power and alarm resolved. They stated that no lights are lighting up on mpu. The vad coordinator had the spouse change outlets and verified that outlets that they were using were working (they powered other appliances/lights). The spouse also changed the double-a batteries and reconnected to wall power and still nothing lit up. Instructed them to only use battery power for now, and will mail a loaner until repair is finished. No further information was provided.